Manufacturer narrative:
Testing and investigation found that the device did not sound an audible alarm tone "dead spot" on the low volume setting. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in a dead spot. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device did not sound an audible alarm tone "dead spot" on the low volume setting. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.